Event description:
Reported due to cerebrovascular accident. In 2005, the physician performed a stenting of the right internal carotid artery (rca). The vessel was described as being 6 mm in size and 90% stenosed. The target lesion was 15mm in length. A 6.0 mm emboshield was inserted and successfully deployed. Pre-stent balloon dilatation was performed with a 4.0 x 30 mm maverick balloon. A 10 x 30 mm, straight xact stent was successfully positioned and deployed. Post-stent balloon dilatation was performed using a 5.50 x 20mm gazelle balloon. The visual estimate of final residual stenosis at the target lesion site was 0%. Reportedly, "post-procedure the pt developed slurred speech, left sided facial droop, left sided weakness, confusion and agitation. CT of head was negative for bleed or infarct. MRI of brain showed multiple punctuate infarct in right parietal region and small acute infarct in right cerebeller hemisphere. Pt's symptoms greatly improved at discharge 3 days later, pt will follow-up with pmd if pt is needed." The current condition of hte pt is unk.